Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 60 mm fusiform diameter abdominal aortic aneurysm. The aortic neck was 10 mm in length, 22 mm in diameter proximally and 23 mm distally. The distal diameter of the right iliac was 12 mm and the left was 13 mm. It was reported that recent imaging showed there was evidence of distal stent graft migration of 10 mm and there was a proximal type I endoleak present. This did not result in a new clinical event. The aneurysm was 70 mm in diameter. It was also reported that there was evidence of an endoleak in the limb. The cause of the migration and endoleak were not reported. No further information was provided.

Manufacturer narrative:
(B)(4).